Manufacturer narrative:
E1:name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site:3003442380.

Event description:
It was reported that the patient experienced hyperglycemia of 300 mg/dl treated with a correction insulin injection via pen, which was attributed to a bent infusion set cannula on (B)(6) 2026.